Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 99% stenosed lesion being treated was located in the non-calcified, moderately tortuous mid right coronary artery (rca). The physician attempted to place a 3.50x8mm taxus express2 drug eluting stent, but was unable to cross the lesion, the physician attempted to remove the device from inside the patient, but the stent caught on tip of a guide catheter, located in the ostium of the rca, and dislodged. The stent was retrieved using a snare. The procedure was completed with another taxus stent. Patient status reported as "good".